Manufacturer narrative:
Eua # (B)(4). The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1120396; medical device expiration date: 2021-11-19; device manufacture date: 2021-04-30. Medical device lot #: 1243909; medical device expiration date: 2022-02-25; device manufacture date: 2021-08-31. Initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd sars-cov-2 reagents for bd max¿ system, 230 false positive results were obtained. Confirmatory testing was performed and the results were negative. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: the issue is about the cov positive results (sku: 44500301) with weak n1 positive, but n2 negative. In general, we have less than 1 % positive results with n1 positive in (B)(6), but recently we found 2 lots (lot: 1120396 & lot: 1243909) shown more than 5%, even very close to 10 %. Since no new cases of covid-1 in our region, we don¿t think we should have such higher positive rate and this data is not typical. All of customers re-checked with other platform, including xpert, liat, alinity m or other ldts, >99% of these cases showed negative. They thought and checked the environment contamination, but negative. Not only 1 site raised up this issue. That¿s why we investigated the product lot and found significant high n1 positive rate shown in lot: 1120396 & lot: 1243909. These cases accompanied by delayed CT value (around ~35), weak rfu (<1000, most cases around 500) and random in rack position.

Manufacturer narrative:
An additional lot has been added to this complaint: d4. Medical device lot #: 1251603. D4. Medical device expiration date: 2022-03-04. H4. Device manufacture date: 2021-09-08.

Event description:
It was reported while testing with bd sars-cov-2 reagents for bd max¿ system, 230 false positive results were obtained. Confirmatory testing was performed and the results were negative. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: the issue is about the cov positive results (sku: 44500301) with weak n1 positive, but n2 negative. In general, we have less than 1 % positive results with n1 positive in taiwan, but recently we found 2 lots (lot: 1120396 & lot: 1243909) shown more than 5%, even very close to 10 %. Since no new cases of covid-1 in our region, we don¿t think we should have such higher positive rate and this data is not typical. All of customers re-checked with other platform, including xpert, liat, alinitym or other ldts, >99% of these cases showed negative. They thought and checked the environment contamination, but negative. Not only 1 site raised up this issue. That¿s why we investigated the product lot and found significant high n1 positive rate shown in lot: 1120396 & lot: 1243909. These cases accompanied by delayed CT value (around ~35), weak rfu (<1000, most cases around 500) and random in rack position.

Event description:
It was reported while testing with bd sars-cov-2 reagents for bd max¿ system, 230 false positive results were obtained. Confirmatory testing was performed and the results were negative. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: the issue is about the cov positive results (sku: 44500301) with weak n1 positive, but n2 negative. In general, we have less than 1 % positive results with n1 positive in taiwan, but recently we found 2 lots (lot: 1120396 & lot: 1243909) shown more than 5%, even very close to 10 %. Since no new cases of covid-1 in our region, we don¿t think we should have such higher positive rate and this data is not typical. All of customers re-checked with other platform, including xpert, liat, alinitym or other ldts, 99% of these cases showed negative. They thought and checked the environment contamination, but negative. Not only 1 site raised up this issue. That¿s why we investigated the product lot and found significant high n1 positive rate shown in lot: 1120396 & lot: 1243909. These cases accompanied by delayed CT value (around 35), weak rfu (1000, most cases around 500) and random in rack position.

Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents kit (ref. (B)(4) lots 1120396, 1243909 and 1251603 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Customer reported weak positive samples only for the n1 target with bd sars-cov-2 reagents for bd max¿ system kit lots 1120396 and 1243909 which were negative when tested with another method. Data sent by the customer revealed that kit lot 1251603 was also among the lots used, thus the three lots were analyzed. Review of the manufacturing records of the bd sars-cov-2 reagents indicated that lots( 1120396, 1243909 and 1251603 were manufactured according to specifications and met performance requirements. Customer provided eight runs (1682, 692, 702, 703, 704, 705, 706 and 707) and three pictures of curves for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents instruction for use. The customer mentioned that 2 lots (1120396 and 1243909) showed more than 5% of weak positive results for only n1 target while the other lots gave less than 1%. Samples were also tested on other platforms including xpert® xpress sars-cov-2, cobs® sars-cov-2, alinity m sars-cov-2 assay or other ldts and the majority (99% according to customer) gave negative results with the other assays. Customer mentioned that no environmental contamination sampling site was identified. Manual pcr curve adjudication was conducted across all the n1 positive samples in the data. Pcr curves analysis revealed late and low, but true amplifications for n1 targets, without anomaly, indicative of true positive results. It is to be noted that some other assays used by the customer do not detect the n1 target. Therefore, the customer cannot confirm the n1 positive results obtained with the bd sars-cov-2 reagents assay using these other assays. Moreover, limit of detection can vary between different assays. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Based on the data and information provided, specimens at or near the assay limit of detection (lod), or environmental or cross contamination, are the most likely causes to explain the customer¿s positive results. However, bd is unable to confirm the exact cause of the issue. Nonetheless, no reagents issue is suspected. There is no indication of an increase in complaints for discrepant results for the bd sars-cov-2 reagents kit lots 1120396, 1243909 and 1251603. The root cause was not identified. However, positives samples at the limit of detection of the assay or a through environmental or cross contamination introduced during the sample preparation at the customer¿s site can explain the customer discrepant samples. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no reagent issue was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.